Event description:
During peripheral stenting to a right renal artery lesion, the stent dislodged from its delivery catheter balloon. The target lesion was characterized as the following: moderate vessel tortuosity with 70% stenosis. Directing stenting technique was chosen and during delivery of the palmaz stent, the stent dislodged. Attempt to retrieve the dislodge stent was made without success. This dislodged stent was eventually implanted in the external iliac artery and was dilated with 8mm balloon. Subsequently, a successfully attempt to treat the target site lesion with predilatation and stenting was completed. There were no adverse effects to the pt.

Manufacturer narrative:
Further info indicated that the stent delivery system appeared "normal" when removed from the packaging and inspected before use. It was confirmed that there was not manipulation of the stent during preparation of device, and there was no attempt to withdraw the stent delivery system back into sheath/guiding catheter at any point prior to stent deployment. The product is not available for eval and testing. However, any additional info will be submitted within 30 days upon receipt. This device (p1504e) is not distributed in the united states; however, it is similar to palmaz stent systems distributed in the us.